Event description:
It was reported that the patient presented for follow-up with the pulse generator unable to be programmed. No magnet response was observed, and premature battery depletion was suspected. The generator was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion and failure to interrogate were confirmed. The device was unable to be interrogated when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The device was soaked in hot temperature which caused the device to go into back-up operation where the device image was saved. The device image indicated high current drain during the implant period, however, no high current drain sources were found throughout analysis. The cause of premature battery depletion could not be determined.